Event description:
Philips received a customer request for a parts order quote for the touch panel and the metal plate behind the screen. No allegation of a malfunction was reported, and no patient was involved at the time the request was made. The customer, with assistance from the remote service engineer (rse), confirmed the request. The rse submitted a quote for the tray, lcd (2nd generation nec) and touchscreen (front bezel) per the customer¿s request. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).